Event description:
It was reported that there was phrenic nerve stimulation and diaphragmatic stimulation from the patient's left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.